Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in kuwait. Motor power amplifier circuit board, motor controller circuit board and pump control panel with touch screen have been checked and found conforming. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, the single roller pump 150 displayed an motor control failure error (e#431) during installation. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. In order to solve it, complete pump head was replaced and as preventive maintenance also the pump cover was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported for this unit. Based on investigation results of similar complaints and as per service manual, motor control failure error (e431 code) can be due to: - pump resolver fixation loosened / resolver defective; - defective hms (motor control) board. Taking into account all collected information and technical intervention, the most likely root cause has been assigned to a loosened fixation of resolver inside the pump head.